Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The lead was explanted due to capture and sensing anomalies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The distal tip electrode portion of the lead was returned for analysis. Visual inspection found an outer insulation abrasion at 14.5 cm and 15.5 cm from the distal tip electrode. The lead abrasions are consistent with that produced by friction with another device. The proximal cable etfe coatings under these abraded areas were normal. A complete evaluation could not be performed since the lead was returned with only the distal tip portion. .